Event description:
It is reported that the patient underwent a bilateral total temporomandibular joint procedure. The surgeon believes the left condyle to be slightly lateral in the fossa. He has requested to have the patient's post op scans and original vsp designs overlay by 3ds. The patient has no post operative symptoms, and no revision is planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was forwarded to the designer of this device, 3d systems, who conducted an investigation into the reported issue. 3ds confirmed the case deliverables were properly designed and the left condyle and left fossa were properly aligned in the design. No post-op images were provided, therefore, the surgeon's request to overlay post-op data to compare the surgery result to the design could not be completed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b1, b4, b5, d4, g3, g6, h1, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.